Event description:
It was reported that sparks were coming from the plug. This was noticed after the rover was docked. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated and there were loose wires at the power plug which caused sparking when plug was inserted into the wall. The power plug was replaced and passed safety tests. Over extended yrs of use the power plug wires can detach or become loosened from the power plug causing loss of system function. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/ process changes related to this confirmed failure.